Event description:
It was reported that the left ventricular (lv) lead caused diaphragmatic stimulation. Incoming information indicates that the lv lead had been previously programmed off due to the stimulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).